Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The keypad cover was worn, symbols were not legible, but there was no physical damage to the cover. The pump powered up with the appropriate audible and vibratory functions. The ¿ok and ¿up¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts and the ¿ok¿ button contact was found to be stuck in the inverted position when pressed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.